Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was returned to olympus for evaluation. The customer's complaint was confirmed. Water tightness was lost, due to a pinhole on channel tube. The defective distal end insertion unit was defective causing a water mark on the image. Due to breakage of image guide bundle, the image was not displayed.(it never returns to normal the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during reprocessing the evis eus ultrasound bronchofibervideoscope was leaking. There was no patient under sedation at the time of the failure. There was no patient harm or reported delay associated with this event. During the evaluation of the returned device, the image had a watermark when the image was visible. Breakage in the image guide bundle caused the image to not display (return to normal). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed that the cause was a failure of the distal end insertion unit (image guide bundle). Since there is no confirmed trend of frequent occurrence, it is likely to be an accidental failure or a failure due to handling. However, the root cause of why the distal end insertion unit (image guide bundle) failure occurred could not be determined. The event can be prevented by following the instructions for use which state: "(warning) ·single-use brushes, such as the single use combination cleaning brush (bw-411b), the single use single-ended cleaning brush (bw-400b), are designed for cleaning only one endoscope and its related accessories. Dispose of the single-use brush immediately after use. Using a single-use brush to clean multiple endoscopes and/or accessories may reduce its cleaning efficacy and may damage the brush leading to brush breakage or the endoscope and/or accessory damage. (Caution) to prevent damage, do not apply excessive force to the endoscope and accessories during reprocessing." Olympus will continue to monitor field performance for this device.